Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints for the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a patient with blurry vision and seeing black dots following cataract surgery with intraocular lens (iol) implant. An explant was performed approximately 14 months following the initial surgery reporting a "malfunctioning iol" additional information is requested.